Event description:
Cardiosave displayed a white screen when the product was unpacked and powered-up at (B)(6) office. This event was found during the check conducted by field service engineer (fse) before delivery to the customer. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted when the evaluation of the device is completed. (B)(4).